Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed lead endocarditis with moderate lead vegetation. The system, including the right atrial lead and competitor pulse generator and right ventricular lead, was removed. During right ventricular lead removal, the patient developed a drop in blood pressure with pericardial effusion noted. A pericardial tap was performed and the patient¿s blood pressure recovered. A thoracotomy was performed. The right atrial lead was unable to be removed and was cut. No further information was available.